Manufacturer narrative:
Abbvie soltraqs complaint record number (B)(4). The catalog number provided is the domestic list number which is the same as the international list number listed in the unique identifier field. A batch record review was performed for the lot number provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. No corrective or preventive actions have been identified at this time. In this event, the patient died of sepsis following placement of a peg/j drug delivery system. Thus, there was an event; it was causally related to the device; and it required medical intervention the abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duodopa (levodopa-carbidopa intestinal gel). Review of the abbvie peg and j use fmea identified several steps in the placement procedure that could potentially contribute to exposure of gastric contents. Those steps include, installation of the external fixation plate and use of tube clamp during peg placement. Additionally, ongoing post-procedure care is important to minimize risk of gastric pathway /stoma site infections. The abbvie peg and j risk management report documents localized infections as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of localized infection. The report also cites a literature reference indicating typical gastronomy complication rates. ¿gastrostomy procedure related mortality rates are very low, ranging from 0% to 2%. Acute complications associated with peg include sedation, aspiration, hemorrhage, and perforation. Although the rate of these events is low (0.1%), significant morbidity can result from these complications.¿(1) the citation also notes ¿leakage around the tubes is reported to occur in 1% to 2% of placements.¿(1) (1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the (B)(4) institute, with endorsement by (B)(4) association ((B)(4)) and cardiovascular and interventional radiological society of (B)(4) ((B)(4)). Gastroenterology. 2011;141(2):742-65. Finally, abbvie reviews complaint categories for possible trends on a monthly basis. No confirmed trends have been identified. If any further relevant information is identified or obtained, a supplemental medwatch report will be filed

Event description:
On (B)(6) 2015, it was reported that a patient in (B)(6) experienced stomachache and sensitivity of abdomen on (B)(6) 2015 at 08:30 pm. After contrast abdominal tomography, the physician stated that patient had to be operated urgently. The patient was operated for perforation of stomach on (B)(6) 2015 at 04:30 am. Nurse received additional information indicating the patient was in intensive care unit of internal medicine. On (B)(6) 2015, the patient's physician stated that the patient experienced sepsis, anuria and hypotension on (B)(6) 2015. Patient's gastroenterologist stated that the cause of acute abdomen was not perforation of stomach, but the leakage of gastrointestinal content into the abdomen through the incision entrance area of peg-j tube. Additional information received on (B)(6) 2015 at 07:30 am, the patient died due to sepsis.